Manufacturer narrative:
It has since been reported that the device was explanted on (B)(6) 2018. This report is submitted on march 4, 2019.

Manufacturer narrative:
This report is submitted on january 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array subsequent to sustaining a head trauma. Explant and re-implantation is planned but has not taken place as of the date of this report.